Manufacturer narrative:
The insulin pump was received with normal operating currents. There were no unexpected low battery alerts noted. The unit passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The unit had broken battery tube threads.

Event description:
The customer's girlfriend reported via phone call that the insulin pump battery would not keep a charge and that the insulin pump was cracked near the battery compartment. The patient's blood glucose at the time of incident was 450 mg/dl. There appeared to be damaged near where the battery screws in. The crack worsened over time. Troubleshooting regarding the high blood glucose did not occur. The insulin pump was returned for analysis.